Event description:
Per the patient's surgeon, the patient experienced non-speech, auditory stimulation and discomfort with device use. Reprogramming attempts were unsuccessful in alleviating the issue. An intraoperative x-ray revealed that a portion of the electrode array was outside of the cochlea. The device was explanted on (B)(6), 2010, and the patient reimplanted with a new device during the same surgery.

Event description:
The customer reported that following an rf ablation procedure, a burn was found at the pad site on the pt's back. Only one pad had been used. Pt info and degree of burn were not available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).